Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced both hyperglycemia and hypoglycemia following a recent factory reset, with persistent elevated glucose levels reaching up to 400 mg/dl for approximately 48 to 72 hours and intermittent low glucose events observed in device data, including values as low as approximately 60 mg/dl. The user reported inability to correct hyperglycemia and expressed concern regarding device performance, while also performing multiple infusion set changes, one of which appeared bent, though subsequent sets appeared normal with insulin flow visually confirmed. Symptoms included dry mouth, muscle aches, and tingling in the fingers and feet associated with hyperglycemia. Outcomes included no reported medical intervention, no hospitalization, and return of the device for credit. Investigation included review of device data, analysis of user-reported information, and troubleshooting activities. The device was returned, and an engineering log review was conducted. Device logs showed no evidence of malfunction, with the system appropriately delivering insulin, triggering alerts, and responding to continuous glucose monitor values. Patterns of both high and low glucose were observed, with appropriate system responses to glucose trends. Investigation of this case revealed no device malfunction and identified potential contributing factors including infusion set variability and user-related factors. It was concluded that the device was functioning as intended and that the cause of the glycemic variability remains unclear.